Event description:
It was reported by provider that the (B)(4) concentrator will run for a short amount of time then shut down and alarm at 3213 hours. The provider states the unit was in the warehouse when the incident occurred.